Event description:
Boston scientific received info that this right ventricular lead had dislodged. High thresholds and diaphragmatic stimulation was also noted. As a result, the lead was successfully repositioned. No further pt effects were reported. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Manufacturer narrative:
Boston scientific received info that this right ventricular lead had displayed a loss of capture during f/u. An x-ray was performed and found the lead had become dislodged. A lead revision was performed to reposition the lead. No adverse pt effects were reported. The lead was repositioned and remains implanted. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.